Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, the surgeon tried to fire the device to cut the lung tissue but the knife blade just move a bit then stuck. The surgeon though was able to push the green button and squeeze the handle. They replaced a new device to complete the surgery. There was no patient injury.